Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm pro 14 bag 700 case jpx broke at the cannula during/after use. The following was reported by the initial reporter: "the customer (hospital) reported as follows: we have received reports about broken and bent needles pe and npe from several patients who switched from nano to pro. According to the patients¿ reports, this occurred not before use but during and/or after use."